Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant medical products: mentor memorygel breast implant 550cc, catalog # 3505504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 550cc and experienced stinging and burning sensations on her right side postoperatively. She was diagnosed with capsular contracture, baker grade 4 by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 13, 2021, mentor became aware the patient underwent explantation on (B)(6) 2021. It was also indicated the patient experienced a rupture and the device was discarded following explantation. An updated date of implant was also received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 3, 2022 indicated that the capsular contracture grade was iii. The patient underwent unilateral replacement with mentor smooth round high profile silicone, 550cc, and capsulectomy. (B)(4).